Event description:
It was reported that the implantable pulse generator (ipg) and first lead were implanted during a spinal cord stimulation implant procedure. After the second lead was inserted, there was a concern about a possible cerebral fluid leak and this lead was removed from the patient and not implanted. The patient woke from general anesthesia and found no signs of paralysis; however, new pain was felt in the toes. It is not known if the pain in the toes was due to a spinal fluid leak or not, as such, the patient underwent an additional procedure where the ipg and first implanted lead were explanted. The pain in the toes resolved after the devices were explanted. There were no complications following the explant procedure. The devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74 . Serial: (B)(6). Lot: 7077953. Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Lot: 212486.